Event description:
Boston scientific received information that a red alert was generated for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.